Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 7 cm abdominal aortic aneurysm. Vessel tortuosity was minimal with minimal calcification. It was reported that several weeks post stent graft implant the pt underwent resection of their colon due to cancer. The pt returned for a six-month follow-up and the CT demonstrated expansion of the aortic neck resulting in a type I endoleak; there was no evidence of stent graft migration. Six months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. The pt is not a surgical candidate due to pt's age, health status and co-morbidities. The physician implanted a talent aortic cuff and the type I endoleak was resolved. The physician elected to implant a second talent aortic cuff between the grafts with excellent results.